Event description:
Device report from synthes reports an event in malaysia as follows: it was reported that on an unknown date, post op, the plate, implanted on the femur, was found to be broken. The plate was implanted on (B)(6) 2019. The patient was admitted to the hospital for a chemotherapy session. The patient was diagnosed with osteosarcoma. On (B)(6) 2020, the broken plate was found during an xray for a standard tca follow-up. The patient did not complain of any pain. After the surgery, the patient had been on thermoplastic splint and ambulation using crutches. The doctor mentioned that patient did not weight bear yet. A revision surgery is planned to remove the plate and put on a new plate when patient condition is optimum. Concomitant device reported: screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) unknown plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, post op, the plate was found to be broken. The plate was implanted on (B)(6) 2019. The patient was admitted to the hospital for a chemotherapy session. The patient was diagnosed with osteosarcoma. On (B)(6) 2020, the broken plate was found during an xray for a standard tca follow-up. The patient did not complain of any pain. After the surgery, the patient had been on thermoplastic splint and ambulation using crutches. The doctor mentioned that patient did not weight bear yet. A revision surgery is planned to remove the plate and put on a new plate when patient condition is optimum. Concomitant device reported: screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) unknown plate. This is report 1 of 1 for (B)(4).